Manufacturer narrative:
510(k) number: k160229 imdrf annex code: g04092 - needle. Device evaluation complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1586619 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1586619. The notes section of the instructions for use, ifu0109-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for (ifu0109-6). A definitive root cause could not be determined from the available information. As no additional information was shared a possible root cause is difficult to be determined but could be attributed to the needle potentially becoming distally kinked inside of the sheath due to an attempted puncture of hard target site or proximally kinked on attachment to scope due to over torque leading to the advancement issues reported and requiring force to advance. Complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 16-mar-2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
510(k) number: k160229. The investigation is still pending, a follow up MDR will be submitted o include the investigation conclusions.

Event description:
The puncture needle does not pass through the sheath, with the use of force the needle punctures the sheath. This movement only happens inside the biopsy channel of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.